Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inability to cannulate the contralateral leg of the aortic body was determined to be user related due to the lack of abdominal aortic aneurysm (off-label, intentional user error). The limited diameter of the flow lumen to be able to access the contralateral gate and the slight compression of the distal contralateral leg (possibly due to access attempts) likely contributed to the event. The final patient disposition was discharged home on post-operative day one in stable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During index procedure, the physician was unable to cannulate the contralateral leg of the aortic body stent graft. The physician elected to convert the patient to an aui with a right to left fem-fem bypass. The procedure concluded with the aneurysm successfully excluded. The patient returned approximately 5 months post index procedure with a right limb occlusion which was reported under 3008011247-2017-00096. As of the date of this report, there have been no additional patient sequelae reported.